Event description:
S/p mastectomy, bil implants placed 3/8/96. Left implant began to deflate about 1 yr ago - custom made implants. Upon removal implant noted to be almost completely deflated with only small amount of yellowish fluid in implant. Note: quality management did not become aware of event until 3/13/96. Implant date 3/8/96.